Event description:
A facility reported that during an unspecified surgery, the head of the patient moved in the mayfield modified skull clamp (a1059) which conducted to laceration. The patient was sutured, and another device was available to finish the surgery.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: failure analysis - investigation of the returned skull clamp showed rotational movement in its swivel lock assembly and a residue buildup was present. The skull clamp's base had worn off starburst teeth. Therefore, the base casting must be replaced along with the small parts to adjust the swivel lock assembly. General maintenance and cleaning was performed to resolve the issues. Root cause - the complaint is confirmed via inspection of the unit. There was movement present in the lock and the clamp base had worn starburst teeth. Additionally, improper, or suboptimal placement of the skull clamp on the patient can contribute to slippage or movement of the patient's head. No corrective action has been initiated for the same or similar issue. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.